Event description:
After stent was deployed in the circumflex artery a quantum ranger 4.0/30mm balloon was utilized to post dilate the stented lesion. During the inflation dr stated that the balloon was inflated to 14 atmospheres and they were attempting to increase to 18 atm and the balloon ruptured. ICD nominal pressures on the balloon are 12 atm with the rated burst pressure being 20 atm. The stent that was placed was a j&j ps1540 stent.